Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose value was 26.1 mmol and 24.8 mmol/l at the time of the incident. The customer was not assisted with troubleshooting for high blood glucose. The customer was received bolus but not delivered. Customer stated that they performed self test. Insulin pump passed self test. The device will not be returned for analysis.